Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The pil tech can confirm the e-046 err_flow_sensor_communication_error in the error log and the oxygen exhaust fan runs with power application to the unit. The alarm was not duplicated at the pil. The device is suspected to have a faulty 02 sensor on the main pca. This is being investigated under CAPA 1773526. The o2 sensor reads 24.2 at ambient conditions. There is evidence that the customer received a replacement, this unit has been scrapped per the requirements set forth in work instruction 8.4-1131 rev 9 and disposed of accordingly. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.